Event description:
The facility reported a colleague infusion pump with a 808:03 failure code. There was no report of when this condition occurred. It was reported to have occured in the biomed service department. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:03 was confirmed during product evaluation by baxter service personnel. This condition was attributed to faulty channels a, b, and c on the pump head module (phm). Channels a, b, and c of the phm were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.